Manufacturer narrative:
Active investigation in progress, anticipating medical records and sample returns from customer. Results of investigation will be provided in a supplement report.

Event description:
Customer's wife contacted smith & nephew on (B)(6) 2012 to inform us that her husband had passed away on (B)(6) 2011. Customer's wife stated that no sting skin-prep wipes were one of the products being used at the time of her husband's death.

Manufacturer narrative:
No product was returned by the customer. Control samples (from stock) of no-sting skin prep wipes were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. The supplier investigation could not be performed since supplier is no longer manufacturing. This report was also forwarded to our medical advisor who reported the following: the patient's wife received the information about the wipes recall after her husband's death, and although she has expressed the opinion that the wipes were, in part, responsible, she has not forwarded pertinent medical records or the remaining wipes in her possession so that a thorough investigation could be conducted. The cause of death is not available to us, and there is nothing in the reports to suggest that there was any relationship between the pressure ulcer, its treatment or infection and his death. There is no information regarding this complaint to suggest that the wipes were related in any way to this patient's death.